Event description:
It was reported that the ventilator alarmed for high airway pressure during ventilation. (B) (4). (B) (4).

Event description:
It was reported that the ventilator alarmed for high airway pressure during ventilation. (B) (4)

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4)